Event description:
The lay user/pt called lifescan in 2005 alleging that her one touch ultra meter was reading incorrect units of measure (uom). The pt reported no injury, symptoms, or treatment. As per the pt, the meter was not new and originally read in the correct units of measure. It is not known if the pt changed the meter's settings prior to the incident. The serial number for this meter should have not been changeable in the units of measure setting.